Event description:
Additional information received reported that the healthcare provider's office stated that the patient was new to the therapy; they were just implanted on (B)(6) 2015. The healthcare provider saw the patient in (B)(6), but the patient had not contacted them at all regarding any issues, they were unaware that the patient was feeling this way. The physician's office was going to follow up with the patient today, because the patient was not scheduled to come in again until (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (concentration and dose unknown by reporter) via an implanted pump. The indication for pump was use spinal pain. On (B)(6) 2015, the patient's pain got worse. The patient was "reading page 17 in the book and has 5 out of 6 of the reasons to call the hcp (healthcare provider)". The was not getting anything from his bolus and he had chills. The symptoms were unusual, did not decrease with a dose, he was not getting relief from the symptoms, his symptoms had changed dramatically. The patient was feeling very nervous. The patient stated that he had "zero training for the pump". The patient wanted someone to explain the pump to him. The patient had called his hcp in the middle of the night last night. The physician's analysis was that his pain may be caused by the pump not working; the doctor thought the pump might not be working. The hcp had him put on an extra fentanyl patch (50 mcg) and told him they would talk over the weekend. The office was closed on fridays. The diagnostics performed, cause of the event, and actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.